Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: the last delivered bolus was a 1.00u normal bolus on (B)(6) 2016 at 08:36. The last basal delivery was on (B)(6) 2016. The pump booted up to the verify screen with audible and vibratory features. The pump¿s bolus calculation feature was found to be functioning properly. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose of 1.7mmol/l with confusion. The patient was taken to the hospital and treated with insulin via injection, insulin via pump, site change and glucagon injection. Customer support (cs) completed troubleshooting and it was found that the patient was miscounting carbohydrates, the basal/temp basal settings were incorrectly programmed, bolus settings were incorrectly programmed, the bolus type was incorrectly programmed, there were incorrect manual calculations and the patient overrode the dosage recommendation. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.